Event description:
A (B)(6) female undergoing laa closure with the lariat device. Pt's medical history included 5 tia's, 2 cva's, atrial fibrillation, hypertension, diabetes, hyperlipidemia, gi bleeds and a colon resection. The pt's current medical regimen included ada, amiodarone and digoxin. The physicians discussed the procedure with the pt including the increased risk due to advanced age and co-morbidities. The lariat device was advanced and placed unremarkably around the laa. The device snare was closed and the suture manually deployed. The tee showed no flow and the pt was stable. The physician continued to proceed and tensioned the suture one time. After tensioning, the pt's blood pressure dropped and an effusion was noted on tee. The physician attempted to manage the effusion; the family requested that the pt be made a dnr. The family refused surgical intervention or resuscitation maneuvers. The pt expired on (B)(6) 2015. The physician commented that the advanced age of the pt contributed to the friability of the tissue thus tensioning may have caused the tissue to tear resulting in the effusion.

Manufacturer narrative:
The device was not returned for eval and there is no evidence to suggest there was a device malfunction. A review of mfg records confirmed the device met specs prior to shipment.